Manufacturer narrative:
According to the info received, the intraocular lens is implanted. No product info (such as model number, catalog number, lot number or serial number) has been provided; in addition, the device was not returned to bausch + lomb for evaluation. Therefore, no investigation could be performed.

Event description:
Bausch + lomb, inc. Received a notification from (B)(6) department of agriculture & consumer services, indicating that a consumer complained of retinal swelling and poor vision related to the left eye following cataract surgery with implantation of a crystalens iol. According to the consumer, she consulted several medical specialists and was advised that the crystalens had flexed, contacting the iris and causing the retinal swelling and poor vision. The consumer also indicated that the outlook on removing the lens is very poor.